Event description:
Physician reports that a pt had the vocare bladder system explanted on 3/01. Prior to explant the pt had reported that there was some discharge from the site of the receiver and that he had then noticed that a part of the implant appeared to be visible at the site of the incision. Pt will be evaluated to determine if another vocare bladder system could be re-implanted.

Event description:
Since the removal of the vocare bladder system, the pt is using intermittent catheterization due to the rhizotomy and has experienced and increase in frequency of bladder infections and some episodes of incontinence. One bladder infection required hospitalization of the pt. The pt is seeking feedback from his physician regarding his intermittent catheterization technique to reduce infections and leakage.

Event description:
The pt's implant site became swollen and painful and was put on four months high dose antibiotics. The swelling went down and the pain was reduced but physician feels pt may have an infection.